Manufacturer narrative:
Date sent: 08/14/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap. Colon procedure, the clips did not form tightly. Another device was used to complete the case. There was no consequence to the patient.